Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was implanted during a colonoscopy with stent placement procedure on (B)(6) 2015. According to the complainant, the stent was placed as a bridge to surgery to treat a stricture. Reportedly, the patient's anatomy was tortuous. After stent placement, a perforation of the colon was noted through fluoroscopy. The stent was removed from the patient during a colectomy performed on (B)(6) 2015. The patient's condition at the conclusion of the surgery was reported to be okay.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.